Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited beeping and couldn't restart. It was reported that the patient when to the ER and state that she did not had a backup pump. Reported that patient did not experience any adverse event due to the pump failure. No reported adverse effects or patient injury.

Manufacturer narrative:
Other text: returned device was received in damaged physical condition. During the evaluation of the device, the device did not power up successfully. The circuit board was found to be the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.